Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during intestinal purse-string suturing, after one of the needles successfully passed through the purse-string clamp, the needle broke when the surgeon grasped it with the needle holder. To resolve the issue, the surgeon immediately and carefully handed the needle tip to the instrument nurse and cautiously used the needle holder to extract the remaining part of the needle from the purse-string clamp. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical colon cancer surgery, during intestinal purse-string suturing, after one of the needles successfully passed through the purse-string clamp, the needle broke when the surgeon grasped it with the needle holder. To resolve the issue, the surgeon immediately and carefully handed the needle tip to the instrument nurse and cautiously used the needle holder to extract the remaining part of the needle from the purse-string clamp. There was no patient injury.